Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was also noted the battery needed to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis in good physical condition. The customer's reported problem was "over delivery and replace the battery". Inspection of the pump's event log indicated one 20ml bolus test was performed. Delivery accuracy testing found the pumps average delivery error with the published specification of +/- 6%, but was outside of the internal control limit of +/- 3%. The pump's expulsor was trimmed to bring the pumps delivery into more nominal of a range. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record was reviewed and found to be in compliance with no manufacturing or testing issues found.